Event description:
Information received from a healthcare provider for a clinical study, via a manufacturing representative, reported the patient had severe colon diverticulitis which required hospitalization on (B)(6) 2015. There was a high white blood cell count during onset, on (B)(6) 2015, showing 10 ,200 mcl. Sigmoidectomy was performed on (B)(6) 2016. White blood cell was back down to 4,760 mcl after onset and the patient recovered on (B)(6) 2016. Medical history included chronic fecal incontinence, appendectomy, colonel, loperamide, high blood pressure, hyperlipidemia, and osteoporosis.

Event description:
Additional information received reported the cause was unknown but the healthcare provider thought the diverticulitis was not related to device or therapy.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.